Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the physician successfully imaged the lesion (location unknown) with an intravascular ultrasound (ivus) catheter. The physician was able to withdraw the catheter from the patient with no resistance however, when the catheter came out from the y- connector it was noticed approximately 2.5cm of the catheter tip had became detached. The procedure was completed with a new ivus catheter and the patient status was reported as "good".

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during suture retrieval, difficulty was encountered while pulling the plunger out of the device. The foot was returned to its original position, the guide wire was reinserted and another proglide was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that both cuffs successfully captured the needles during needle deployment; however, while retracting the needle plunger to retrieve the suture, the link broke at the anterior cuff. A link break during needle plunger retraction indicated that resistance was encountered. Therefore, the reported difficulty removing the needle plunger is confirmed. During testing, the plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the anterior cuff. Also, inspection of the returned suture revealed no abnormal observations to suggest that a suture drag might have occurred that could interfere with needle plunger removal. Based on the investigation findings, the root cause for the link break at the anterior cuff could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.